Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found customer's complaint confirmed, there is no stimulation response in the nim 3.0 from the patient interface (only stim 1). The stim 1 fuse was defective. Both clamps were too loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface had no stimulation response with the probe though stimulation probe changed. The stim return show 0, which would indicate that current was not being delivered. No affect by the muscle relaxant when stimulation started. No patient involvement.